Event description:
--

Event description:
Boston scientific received information that this patient presented to the emergency room with no pacing. The patient has a non boston scientific right ventricular (rv) lead exhibited loss of capture and pacing not delivered for greater than 2 seconds. The device and lead were removed.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.